Event description:
The following has been reported: these pumps are having cassette misload errors and pump error alarms. No stopped infusions or patient harm. They have been reset, cleaned, and ran test infusions as requested in previous emails and still have issues. A preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
To confirm the reported sensor hardware failure (pressure sensor board), a final acceptance test was performed on the pump to assess the overall functionality. During testing, the pump displayed errors messages when a mock infusion was attempted. Logs were pulled and reviewed; it was confirmed that the pump was still experiencing sensor hardware failure due to a faulty pressure sensor board. This board will be replaced, and the pump will undergo all necessary functional testing to ensure proper functionality.